Event description:
During index procedure, the patient had one complete self expanding (se) peripheral stent implanted to the left proximal popliteal artery (ppa). Approximately 1 year post index procedure, the core lab report a grad 1 stent fracture. Image review: one of the still images shows that the sfa to popliteal artery as being mildly, but diffusely calcified. The stent appears to be compressed on its proximal end. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (diffusely calcified lesion). Conclusion: device failure/lack of effectiveness related to patient condition (diffusely calcified lesion).